Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level was between 120-400mg/dl. Reportedly, the customer had been using a cartridge filled with humalog for 6-7 days. Cts educated customer regarding cartridge/insulin labeling. Reportedly, the customer changed the pump supplies to address the issue.